Manufacturer narrative:
The device was returned to the repair base and a visual and functional inspection were conducted. The evaluation concluded that the product specifications were not met, and the customer¿s complaint was confirmed. The evaluation also identified, flooding in the charge-coupled device and cable. The cause of the reported event was identified as water immersion inside the charge-coupled device. The cause of the cable and charge-coupled device flooding were unable to be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): cautions regarding unexpected disappearance of endoscopic images or inability to unfreeze. Warning. - the following items must be strictly observed. There is a possibility that the endoscopic image may disappear unexpectedly, or the freeze cannot be released during the examination, and normal images may not be obtained. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. - do not bump or drop this product. There is a risk of damaging the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition 3cmos camera head image was cloudy. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition 3cmos camera head image was cloudy. There were no reports of patient harm.